Event description:
It was reported that there were ptm (personal therapy manager) issues which were specified as follows: the patient gave a bolus with the ptm on (B)(6) 2014 around 15h00, but the ptm record did not show a bolus request, nor did the pump record show a bolus request. Thirty minutes after the request (also reported as 16h00), the patient experienced drowsiness, hallucinations, anxiety, and chills. Later that evening, the patient experienced that it was difficult to breathe. On (B)(6) 2014, at 9h05, the patient gave themselves another bolus; that request registered in the ptm record and the pump log. The patient experienced again the same symptoms, with metallic taste and diarrhea. It was noted that the patient had oral hydromorphone prescribed as an ¿inter-dose¿; the dosage was unknown, but the patient took two doses at the same time around noon on (B)(6) 2014 without any relief. Additionally, it was noted that safe state occurred. Symptoms or complications associated with the event were also reported as fever, flu-like symptoms (specified as diarrhea), and overdose symptoms (specified as metallic taste, drowsiness, anxiety, and difficulty to breathe); the location was reported as no specific location, related to programmer. It was hard for the physician to determine whether it was withdrawal or overdose symptoms; infectious event was also suspected. As a result of the events, the patient was hospitalized and required medical intervention. Pump logs were checked. The product issue was not resolved, and the cause of the issue was not determined. The patient¿s symptoms were gone by the next day. The patient did not ask for additional boluses. The ptm was disabled and the daily dose was increased ¿a bit,¿ also reported as the ptm was replaced by ¿a light increase in the daily dose.¿ the patient was not in possession of the ptm any longer. The patient status was reported as alive, no injury. The pump was being used to deliver morphine. As of (B)(6) 2014, the patient was doing well, but still hospitalized ¿two days ago.¿ no outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).